Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a 29-year-old patient, with erectile dysfunction of undefined cause, with a history of implant revision previously performed in 2017, received a new implant on (B)(6) 2023. He went to the doctor on (B)(6) 2023 reporting erection difficulties. The doctor submitted the patient for an MRI examination which found a bulging in one of the cylinders with the possibility of an aneurysm (of the cylinder), which could be preventing full inflation and, consequently impairing the erection. The patient then underwent a new revision surgery on (B)(6) 2023, when the cylinders were changed. However, the doctor reported no defect or quality deviation in the prosthetic components. He did not identify the cause but reported that there was a possibility of improper positioning of the cylinder. It is noted that the doctor chose to replace the cylinders with a larger 22 cm model. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a 29-year-old patient, with erectile dysfunction of undefined cause, with a history of implant revision previously performed in 2017, received a new implant on (B)(6) 2023. He went to the doctor on (B)(6) 2023 reporting erection difficulties. The doctor submitted the patient for an MRI examination which found a bulging in one of the cylinders with the possibility of an aneurysm (of the cylinder), which could be preventing full inflation and consequently impairing the erection. The patient then underwent a new revision surgery on (B)(6) 2023, when the cylinders were changed. However, the doctor reported no defect or quality deviation in the prosthetic components. He did not identify the cause but reported that there was a possibility of improper positioning of the cylinder. It is noted that the doctor chose to replace the cylinders with a larger 22 cm model. The patient is currently doing well and has had his erectile function restored.